Event description:
It was reported by the customer that a pyxis medstation es system application was not launching and displayed a database error message when users attempted to log in to station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-apr-2022 to 20-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the application was not launching and displayed a database error message. A technical support specialist found that the station's database in recovery pending due to an unapproved knowledge base was installed on the station. Uninstalled the knowledge base and restarted the station to resolve the issue. The system functioned as intended and the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system application was not launching and displayed a database error message when users attempted to log in to station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that that station's database in recovery pending due to an unapproved knowledge base was installed on the station. A technical support specialist uninstalled the knowledge base and restarted the station to resolve. The system functioned as intended.